Event description:
It was reported that the ilet pump displayed repeated alert 38 motor stall notifications during attempts to rewind the pump after multiple restarts, resulting in failure to infuse insulin and necessitating a switch to manual injections. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications-related problem was identified, with the device failing to infuse due to a motor component issue. It was concluded, based on established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.